Event description:
"Pinhole/cut in tubing" was noted on two units. It was revealed the leakage was noted during priming at time of discovery. It was reported that there was no patient/user injury. The solution being primed was saline and dextrose.